Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer had been using off-label insulin. Tandem technical support provided off-label messaging, which customer acknowledged. Customer continued to use the current cartridge. Customer's blood glucose was 180 mg/dl.